Event description:
It was reported that during a blood transfusion via a y tubing through a pall filter, with half the bag remaining, it was noted that the tubing from the pall filter to the drip chamber along with the drip chamber had air in it. This happened on at least two occasions and with the same patient. There was no patient impact.

Manufacturer narrative:
Reportability was reassessed and file was determined to be non-reportable.

Event description:
It was reported that during a blood transfusion, infusing via a y tubing through a pall filter, with half the bag remaining, it was noted that the tubing from the pall filter to the drip chamber along with the drip chamber had air in it. This happened on at least two occasions and with the same patient. There was no patient impact.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested, but was not provided.

Event description:
It was reported that during a blood transfusion, while utilizing a pall filter, the blood bag to the drip chamber became empty and the drip chamber collapse inward.